Event description:
The customer reported that the 9800 system cine run were locked up with a hard drive and software corrupt error during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was shut down improperly. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.